Event description:
(B) (4). Initial report: this case was reported by a hospital physician and involves a (B) (6) female. She had been treated with poly-l-lactic acid (sculptra, batch-no. A5005) on (B) (6) 2006, and suffered from nodules and abscess with sterile infiltration. Corrective treatment included antibiotics, glucocorticoids, and surgical measurements (nos). Outcome: ongoing at time of report. In the past, augmentation had been performed with: (B) (6) 2001 product "evolution" (non- biodegradable); (B) (6) 2002 "aquamid" (polyacrylamide, non-biodegradable); (B) (6) 2002, (B) (6) 2002, (B) (6) 2005, (B) (6) 2006 "rofilan" (hyaluronic acid, biologic, biodegradable); (B) (6) 2005 "perlane" (hyaluronic acid, biologic, biodegradable): (B) (6) 2008 teosyal" (hyaluronic acid, biologic, biodegradable). Additional info received on 3-dec-2008. Addendum provided by physician via company representative: findings were rather typical for the permanent fillers "evolution" and "aquamid", however, histological finding revealed only poly-l-lactic acid (plla). Only plla was definite detected microscopical. Detection of other fillers is only possible via spectrophotometer (was not performed). Additional info received on 4-dec-2008. Assessment after ptc investigation: no faults, damages, defects detectable; batch record review without hint to root cause; conclusion: no faults detectable.

Manufacturer narrative:
Initial report: this case was reported by a hospital physician and involves a (B) (6) female. She had been treated with poly-l-lactic (sculptra, batch-no. A5005) on (B) (6) 2006 and suffered from nodules and abscess with sterile infiltration. Corrective treatment included antibiotics, glucocorticoids, and surgical measurements (nos). Outcome: ongoing at time of report. In the past augmentation had been performed with: (B) (6) 2001, product "evolution" (non-biodegradable); (B) (6) 2002 "aquamid" (polyacrylamide, non-biodegradable); (B) (6) 2002, (B) (6) 2002, (B) (6) 2005, (B) (6) 2006 "rofilan" (hyaluronic acid, biologic, biodegradable); (B) (6) 2005 "perlane" (hyaluronic acid, biologic, biodegradable); (B) (6) 2008 "teosyal" (hyaluronic acid, biologic, biodegradable). Additional info received on (B) (6) 2008: addendum provided by physician via company representative: findings were rather typical for the permanent fillers "evolution" and "aquamid", however, histological finding revealed only poly-l-lactic acid (plla). Only plla was definite detected microscopical. Detection of other fillers is only possible via spectrophotometer was not performed). Additional info received on 4-dec-2008: assessment after ptc investigation: no faults, damages, defects detectable; batch record review without hint to root cause; conclusion: no faults detectable.